Event description:
Pt had extra-corporeal shock wave lithotripsy on 5/15/97. When rechecked at physician's office on 6/9/97, routine xray showed piece of retained stent/occlusion balloon. Hospital notified on 6/10/97. This retained portion was removed by ureteroscopy on 6/13/97.